Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. A modified open hernia repair was also done. It was reported a piece of plastic from the trocar cannula was broken off into the pt's abdomen. The rep will call back when more info is known. 7/28/98 the rep reported 3 pieces of cannula were retrieved from the pt. The modified open hernia procedure assisted in getting the pieces out of the abdomen, without extending the incision. The procedure was extended 1 hour while they searched for the pieces. The staff cleaned the device and while cleaning more pieces broke off. The staff said all the pieces were retrieved. 8/18/98-medwatch (no number) rec'd from account (or manager) stating "distal end of trocar broke in 3 pieces when removing the camera. All 3 pieces were retrieved from abdomen."